Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Catching/pinching inner cheek - mouth [mouth injury]; catching/pinching tongue [tongue injury]; painfully (pinching) tongue [glossodynia]; painfully (pinching) inner cheek - mouth [oral pain]; they were all wobbly and bit loose, creating a gap on the heads which cause my inner cheek and tongue to get caught and be painfully pinched - oral-b flexisoft brushhead [injury associated with device]. They were all wobbly and bit loose, creating a gap on the heads - oral-b flexisoft brushhead [device connection issue]. Whole head of 1 of those 3 brusheads came off completely inside my mouth - oral-b flexisoft brushhead [device breakage]. Case description: an elderly female consumer of unspecified age reported spontaneously via phone on (B)(6) 2017 that she had a pack of 4 oral-b flexisoft brushheads. She'd used 3 of the brush heads and they were all wobbly and a bit loose, creating a gap on the heads which caused her inner cheek and tongue to get caught and painfully pinched probably on (B)(6) 2017. She still continued to use the brush heads cautiously. However on (B)(6) 2017, the whole head of one of those 3 brush heads came off completely inside her mouth while she was using it with an oral-b rechargeable toothbrush, version unknown. She discontinued use of the product on (B)(6) 2017 after having used it for one and a half weeks only. This was not the first time she'd used this particular version of brush head. No medical attention was sought. The case outcome was recovered. No further information was provided.